Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. Motor assembly and vibrator motor were found with moisture damage. The device had cracked battery tube threads, cracked reservoir tube lip, and minor scratches on the lcd window.

Event description:
Customer reported via phone call, the insulin pump was not responding properly. The screen was not responding correctly and now it had a blank display. Customer's blood glucose was 115 mg/dl. The device was exposed to fluids, as the device was dropped in the pool. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.